Event description:
Customer states the pt rec'd a bolus of pitocin, as a result of backflow into the primary line, despite presence of a y-site backcheck valve. A 36 y/o pt hospitalized for labor was receiving. Lactated ringer's intravenous running at 25cc/hr with a pitocin drip at 108cc/hr via pump tubing piggybacked into the distal y-site port of the primary intravenous gravity set. The nurse was monitoring the pt's blood pressure on the same arm as the intravenous site. The pt started to experience contractions and the nurse clamped off the pitocin line and increased the rate of the lactated ringer's intravenous solution. Immediately after the lactated ringer's solution rate was increased, the pt sustained a tetanic contraction lasting 8 minutes, with fetal heart decelerations noted. When the intravenous was shut off and the contractions subsided, the mother and baby had no reported problems. The customer states belief that the pitocin had backed up into the primary line past the backcheck valve and was bolused to the pt when the lactated ringer's solution was subsequently infused. The mother later underwent c-section for reasons "other than this event". No other problems were reported.